Event description:
On (B)(6) 2025. The user reported of not happy overall with the ilet pump and wants more control. The screen is cracked and instead of replacing it, the user wants to return it and go back to previous therapy. The user's blood glucose was not affected. No symptoms reported during the event, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.